Event description:
Alert: lead impedance out of range. Atrial unipolar lead impedance warning on (B)(6) 2020: below 200ohms. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).